Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of nearly 600 mg/dl. Customer reported symptoms of nausea and vomiting prior to the hospitalization. Customer stated that they had high blood glucose readings and they were not coming down. Troubleshooting was performed and all settings appeared to be normal. The drive support cap was noted to be sticking out. Low reservoir alarm was noted in the alarm history. Customer's blood glucose reading at the time of the call was 181 mg/dl. No further information reported.